Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-549a-2438: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 22,802 joules of use. The second fiber: 18,473 joules of use. The third fiber: 3,000 joules of use. The fourth fiber: 55,458 joules of use. The fiber tips (caps) of all four fibers were cleaned during the procedure.

Manufacturer narrative:
(B)(4).a

Event description:
It was reported that during a bph surgical procedure ¿aiming beam emitted from the tip of the fiber'¿ was noted. The fiber was exchanged and the second fiber exhibited ¿aiming beam emitted from the tip of the fiber¿. The fiber was exchanged and the third fiber exhibited ¿aiming beam emitted from the tip of the fiber¿. The procedure was completed by utilizing fourth fiber. Patient outcome: ¿no injury¿ to the patient reported. This report is for third failed fiber.